Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The visual inspection showed signs of wear and tear along the lead. Especially 30 cm distal of the is-1 connector pin, the insulation was damaged by squashing. The observed damage pattern requires an excessive pressure load on the lead body. The position and characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error. .

Event description:
It was reported that oversensing with artifacts via home monitoring was observed approx. 25 months after implantation. X-ray did not show any damage of the lead. It was explanted. It was suspected that the insulation in the area of the sleeve might be damaged.